Manufacturer narrative:
Correction to d4: no expiration date provided manufacturer's investigation conclusion: the reported event of a connection issue between the power cable and the mpu could be confirmed with the returned mobile power unit (serial #(B)(6)). Visual inspection revealed damaged threads on the power connectors that has the potential to result in an improper connection. Also noted, the housing has fractures and the ac-inlet does not have a v-lock. The damage to the threads and housing appears consistent with a sudden impact. The affected parts were replaced, and preventative maintenance was performed. Performed full functional checkout after repairs, which the unit passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial #(B)(6)) was shipped to the customer on 14jul2014. Heartmate 3 patient handbook document section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including ¿connect power¿ alarm message. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. In section 3, entitled ¿powering the system¿, the alarm and use of the mobile power unit is described. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the mobile power unit (mpu) lost connection to power cable. The mpu is planning to be exchanged.